Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance measurements greater than 3000 ohms and high capture thresholds which resulted in a lead safety switch (lss). The health care professional (hcp) indicated that they planned to perform a magnetic resonance imaging (MRI) prior to lead revision. Technical services (ts) reviewed device data and noted that the rv pace impedance measurements were gradually increasing up to this point from 900 to greater than 2000 ohms. Ts noted that due to the high pace impedances, this system should be considered non-MRI conditional. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance measurements greater than 3000 ohms and high capture thresholds which resulted in a lead safety switch (lss). The health care professional (hcp) indicated that they planned to perform a magnetic resonance imaging (MRI) prior to lead revision. Technical services (ts) reviewed device data and noted that the rv pace impedance measurements were gradually increasing up to this point from 900 to greater than 2000 ohms. Ts noted that due to the high pace impedances, this system should be considered non-MRI conditional. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this patient did not undergo an MRI. The patient's device was reprogrammed to unipolar pacing and they planned to continue to monitor until the generator change. No adverse patient effects were reported. This rv lead remains in service.